Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where a clot issue occurred. Initially it was reported that in the middle of the procedure there was increased impedance observed during radio frequency delivery. The catheter was examined and presence of tissue at the end of the catheter was noted. The catheter was replaced and the issue was resolved. No patient consequences. The tissue (biological material) issue was assessed as not MDR reportable. This does not pose any risk to the patient. If tissue was present and was noted during the procedure but the patient was free of symptoms or distress of any kind, this was not MDR reportable. Additional information was received on 12/14/2020. When impedance cut-off was exceeded ablation was stopped. The generator settings were power control mode, temperature cut off = 40°c. Impedance cut off=250 ohm. Sheath brand was abbott sl0. Physician did not feel any resistance while introducing or retracting the catheter from the sheath. The customer confirmed that there was a blood clot on the tip. Additional information was received on 12/18/2020. The system did not present any error messages. There were no temperature- nor flow-related issues. The patient was anticoagulated with activated clotting time maintained above 300 throughout the case. No lesions were longer than 60sec. In one point the average contact force was 44g for 7.45 seconds. Standard irrigation settings were used. The pre-ablation high setting was 1 second. Heparinized normal saline used during the case. Visitag stability settings were respiration gating activated, stability 3mm for 3s, 3g for 25% of the time, tag size 3mm. Tag index was used for coloring. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered the amount of char (clot) excessive. Additional clarification was requested and a response was received on (B)(6) 2021 providing a picture of the issue. It showed reddish-brown material that appeared to be clot. The high impedance issue was assessed as not MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The clot issue was assessed as MDR reportable. The awareness date for the clot issue first reported is 12/14/2020.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). This event was assessed as MDR reportable for a clot issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.

Manufacturer narrative:
Initially it was reported that there was a clot issue. The bwi product analysis lab received the device for evaluation on (B)(6)2021 and on (B)(6)2021 it was observed that the device was received in the condition reported as a thrombus/clot was attached to the catheter tip. This issue remains assessed as MDR reportable. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter where a clot issue occurred. An analysis was performed on the pictures that were provided by the customer. According to pictures, thrombus residues were observed on the dome. The customer complaint was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find a root cause of the complaint. The returned device was visually inspected and it was found with thrombus/clot trails. Per the event, the catheter was tested for stockert generator compatibility and it was found within specifications. Then, a cool flow pump test was performed and it was found within specifications. The catheter was irrigating correctly and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed due to the presence of thrombus trails. The root cause of the thrombus remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).